Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) was not cutting and sealing. They switched out the extension cable, pigtail adapter, and power supply. Still did not work. A replacement device was used to complete the procedure. There was about an hour delay to the case due to all the trouble shooting. No patient affects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 06/23/2023. An investigation was conducted on 07/06/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations. An engineer evaluation was conducted. Hemopro2 tool failed the pre-cautery test. The heating element in the primary jaw of the complaint device did not heat up and the hemopro power supply did not beep during the precautery test indicating that electrical current was not flowing through the complaint device. It was also observed during the pre-cautery test, that the normal clicking sound made by the switch¿s internal contacts when they close together did not occur which is not normal. The handle of the hemopro 2 tool complaint device was opened up to further investigate the device¿s switch (part# rm7001322). It was visually observed that the switch lever was bent. The bend in the switch lever, resulted in the end of the switch lever not being in contact with the stop tab in the handle, which is not normal. Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy¿ was confirmed. The lot # 3000292807 history record review was completed. There was one (01) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.